Event description:
It was reported that there had been a 5-fu leak from the extension set connection. The root cause had not been known, but it had not been thought to be related to a malfunctioned pump or line, nor had it been considered pharmacy or nursing related. The event occurred while in use with a patient at patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No device history record was reviewed since the lot number was not provided. If the product is returned, lsm will reopen this complaint for further investigation.